Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) for the 30in dpsb ster disp cuff w/plc, part number 60707010500 and lot number z000004782, review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. On (B)(6) 2019, it was reported from (B)(6) hospital that a 30in dpsb ster disp cuff w/plc had air leakage. On 13 jan 2020, a returned product investigation was performed on the 30in dpsb ster disp cuff w/plc. The physical evaluation revealed that the returned cuff was leaking from the 90 degree connector. The results of the returned product investigation have confirmed the reported event. While the returned product investigation confirmed that the 30in dpsb ster disp cuff w/plc was leaking from the 90 degree connector, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that air was leaking from the cuff during surgery. There was a delay in surgery of less than 15 minutes while the surgeon taped the leak. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that during the surgery, the air leakage was found on this product. The surgeon taped the point of leakage, and managed to use it for the surgery. No harm or delay occurred.